Event description:
The mini compression plate was returned because an emergency screw (6514-8-006) do not fit into plate. The screw can not be put completely through the plate holes. First inspection revealed that the holes of the plate are too small. This event did not cause any adverse consequences for the pt. Another plate was available.